Event description:
This rv lead was implanted on (B)(6) 2002 and still remains implanted at this time. On (B)(6) 2017 the patient had an episode of syncope. It was noted on (B)(6) 2017 that the lead had an intermittent loss of capture. The ventricular threshold test in bipolar was stable at 1.2v at 0.4ms. Ventricular impedance had fallen from 680 ohms to 260 ohms in bipolar. At this stage it is believed that there might be an impedance issue with the lead. It was also noted that this lead has an insulation issue. The physician was dr. (B)(6) at(B)(6) hospital in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).